Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality a review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered three treatment defibrillations. The associated ECG strip of the treatment event could not be recovered due to a defective sd card. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm if the treatment was appropriate or inappropriate, we are reporting the treatment out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. See event analysis. Device manufacture date: monitor: 02/02/2016, belt: 08/14/2012.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was treated on (B)(6) 2019 and later passed away on (B)(6) 2019. The patient's doctor reported that the patient had been treated several times by the lifevest during ventricular fibrillation (vf). The patient was being monitored by hospital telemetry. The hospital staff wanted the patient to wear the lifevest while being monitored by hospital telemetry. The patient decided that he only wanted to be monitored by hospital telemetry while in the ICU. It was reported that while in the ICU, the patient went into vf and hospital staff attempted to resuscitate the patient for an hour unsuccessfully and the patient subsequently passed away. The patient was not wearing the lifevest at the time of the death event. Per clinical review of the available flag data, the patient was treated by the lifevest three times on (B)(6) 2019. The device initially detected an arrhythmia at 05:04:47 followed by gel release at 05:05:25. The patient then received three full energy shocks at 05:05:25, 05:10:35, and 05:16:41 respectively. The patient's rhythms at the time of the three treatment shocks and post-shock are unknown. The response buttons were pressed intermittently after the first and second shocks. The response buttons functioned appropriately. The patient remained alive following the treatment event, was transferred to the ICU, and later passed while not wearing the lifevest.